Event description:
It was reported that episodes of automatic mode switch (ams) showing possible loss of atrial capture were observed on a remote transmission. Further review noted that some events may possibly be functional loss of capture and other events appear to be true loss of atrial capture. No patient symptoms were reported; the patient will be monitored.